Event description:
Event description guidant received information that this pacemaker, which was included in the original population of the recent field advisory regarding the hermetic seal component, could not be interrogated and would not respond to magnet application. It was noted that the patient has a good underlying rhythm, and only requires pacing 10% of the time in the atrium and 1% of the time in the ventricle. No adverse patient effects or symptoms were observed; however, the caller commented that he was surprised that the battery has depleted this quickly since the last check.